Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). A leak was observed at the bond between the connection hub and the printed manifold. Microscopic examination under a polarised light of the hub and the area where the leak was located revealed scratches and marks on the hub. The most probable root cause is manufacturing. (B)(4).

Event description:
It was further reported that the balloon did not rupture. The balloon leaked at the hub. The balloon was inflated one time at 6atm for 2 minutes.

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified shunted vessel. The wanda 5.0x80mm balloon was advanced to the lesion and the balloon was inflated. The pressure was unable to be increased. The balloon was ruptured, and contrast media leaked from the hub, outside the patient, following removal of the device. The procedure was completed with a non-bsc balloon. No patient complications were reported. The patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified shunted vessel. The wanda 5.0x80mm balloon was advanced to the lesion and the balloon was inflated. The pressure was unable to be increased. The balloon was ruptured, and contrast media leaked from the hub, outside the patient, following removal of the device. The procedure was completed with a non-bsc balloon. No patient complications were reported. The patient's status is good. This product is only ous approved but it is similar to an approved us device.